Event description:
It was reported that an unspecified amount of bd vacutainer® sst¿ ii advance plus blood collection tubes had gel globules. There was no patient impact. The following information was provided by the initial reporter, translated from chinese to english: stage: the product is ready for blood testing, when blood is taken with a probe after centrifugation. Defect: the separation gel is soft and easy to block on the probe effects: no effect on patients and users.

Manufacturer narrative:
Investigation summary: bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure mode for oil gel globules and instrument issues was not observed. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to oil gel globules were observed. There were no difficulties encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to confirm the customer¿s indicated failure mode (oil gel globules) because the defect was not evident in the testing of the complaint lot samples. All visual observations of both retain and control samples tested demonstrated clinically acceptable performance. All tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode oil gel globules and instrument issues. Bd was not able to identify a root cause for the indicated failure mode. Factors that may contribute to oil gel globules were evaluated through a clinical study to verify the design of the device met it¿s intended use. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue.

Event description:
It was reported that 5000 bd vacutainer® sst¿ ii advance plus blood collection tubes had gel globules. There was no patient impact. The following information was provided by the initial reporter, translated from chinese to english: stage: the product is ready for blood testing, when blood is taken with a probe after centrifugation. Defect: the separation gel is soft and easy to block on the probe. Quantity: 5000 pieces. Effects: no effect on patients and users.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following field was updated with corrected information: it was reported that an unspecified amount of bd vacutainer® sst¿ ii advance plus blood collection tubes had gel globules. There was no patient impact. The following information was provided by the initial reporter, translated from chinese to english: stage: the product is ready for blood testing, when blood is taken with a probe after centrifugation defect: the separation gel is soft and easy to block on the probe effects: no effect on patients and users.

Event description:
It was reported that an unspecified amount of bd vacutainer® sst¿ ii advance plus blood collection tubes had gel globules. There was no patient impact. The following information was provided by the initial reporter, translated from chinese to english: stage: the product is ready for blood testing, when blood is taken with a probe after centrifugation defect: the separation gel is soft and easy to block on the probe effects: no effect on patients and users.